Manufacturer narrative:
Two possible lot numbers were reported for this incident. The information for these lot numbers is as follows: lot #: 5232198, medical device expiration date: 8/31/2020, device manufacture date: 8/20/2015. Lot #: 5231375, medical device expiration date: 8/31/2020, device manufacture date: 8/19/2015. Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers 5232198 and 5231375. Additionally, the reported defect was not affected by pm, calibration, or equipment. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, CAPA (B)(4) was opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that a nurse obtained a contaminated needle stick injury from a 27 g x 1/2 in. Bd eclipse 1 ml bd luer-lok syringe with detachable needle while trying to engage the safety mechanism. The nurse received post exposure lab work. No medications were started.